Event description:
It was discovered in evaluation that a pump displayed door not fully latched messages. It was reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Testing could not be completed due to "door not fully latched" messaged. This was caused by a failed lower auxiliary. The lower auxiliary assembly was replaced.